Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia with reported emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for high blood glucose (bg) levels. Patient¿s blood glucose reached 597 mg/dl while wearing the pod between 1 and 4 hours on the infusion site (arm), chest pain, nausea, and tingling in the body. The patient was treated with two (2) bags of fluid administered through intravenous, some insulin, and injection for nausea. The doctor in the emergency room removed the pod and noticed the cannula was bent. The doctor changed some setting on the pdm after the emergency room visit. Patient had a trace of ketones in the urine, but that there were no ketones found in the blood stream. Patient¿s history: 5 am --30 units of injection of novolog , 520pm bg levels 79 mg/dl, ate 26 grams of carbohydrates and administered a bolus of 5.5 units, 236 carbs , 4:09 pm -basal 1.85 u/hr, tested bg levels and was around 580, gave manual injection and went to the emergency room, 5:45am --597, 6.9 a1c.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. No issues noted that would result in high blood glucose levels.